Manufacturer narrative:
Analysis of programming history device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, a vns patient was scheduled for a battery replacement procedure due to an end of service generator. During the surgery, diagnostics were performed when the new generator was connected to the existing leads and received high impedance with impedance greater than 10,000 ohms. The impedance value continued to occur each time the pin was removed and reinserted. Generator diagnostics performed on the new generator using the test resistor revealed proper functionality of the generator however the test results were not provided during the initial report. The surgeon replaced the patient's lead on the same day. Additional information was received that the high impedance was not known prior to surgery by the surgeon or the neurologist. There were no x-rays taken and there was no known reported manipulation or trauma. A battery life calculation was performed by the manufacturer for the generator that was explanted using the data available in the manufacturer¿s in-house programming database and the indicated that the explanted generator was at end or near end of service. It was reported on (B)(4) 2013, that the explanted lead and generator was disposed and will not be available to the manufacturer for product analysis.